Event description:
A customer complained of oil mist coming from the unit. There were no reports of injury when the event occurred. The field service rep serviced the unit and the unit was functioning properly.

Manufacturer narrative:
Results: vacuum pump and oil return valve.